Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by getinge field service technician (fse) that during initial installation the cardiosave intra-aortic balloon pump (iabp) failed initial installation service tests. No patient involvement and no harm is reported.